Manufacturer narrative:
Adding reference to field action.

Event description:
Refer to for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint "clip applier instrument was unable to securely clamp down¿. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. The probable root cause of the alleged ¿clamping issue¿ cannot be determined at this time. Additional observations that were not reported by the customer: the instrument was found to have a loose grip cable at the distal end. Common causes of the failure mode loose instrument grip cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The instrument was also found to have dried residue on the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the medium-large clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was introduced with a clip and was unable to securely clamp down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6)2023: the instrument was inspected prior to use, and it looked fine. The event occurred when trying to clip onto a tissue. The instrument had unexpected motion when trying to clip and it would not clip down. Medium-large clips size was used in the clip applier and hem-o-lock weck clips have always been used with the clip appliers. The size of the clip applier was correct for the tissue thickness. Patient was not harmed, and customer was able to complete the procedure with no further issue reported.